Event description:
The customer reported that during a patient event, their device had failed to show the patient's ECG rhythm through the paddles lead. The ems agency responded to the patient having a drug overdose. The patient went into cardiac arrest during care and a couple times during the event, the customer was unable to observe the patient's ECG through paddles lead. The customer did connect the patient through the limb lead ECG cable and continued care. The patient received four (4) shocks throughout the event, but did not survive. The health care provider on scene advised that the reported failure did not contribute to the outcome of the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed that the therapy cable assembly was a bit worn and replaced it as a precaution. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy cable assembly and observed it to be functioning normally. The cause of the reported failure could not be determined.